Event description:
It was reported that inappropriate therapy due to noise was observed. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
New information notes low impedance was also observed.

Manufacturer narrative:
Mandatory medwatch form received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.